Event description:
Bakri balloon stopcock at some point broke; unclear when. Patient was having c/section, complicated by bleeding. Surgeon reported: most of the placenta had been removed, but additional bleeding was noted. After pressure was held decision was made to oversew this area. A figure-of-eight suture was used using 0 monocryl however there was continued bleeding from the placentalsite. A bakri balloon was placed for additional hemostasis. This was placed through the uterine incision and passed through the cervix down into the vagina. The uterine incision was then closed in 2 layers using 0 monocryl suture. Once this was accomplished from below the bakri balloon was inflated with 120 ml of lactated ringer's and there was no significant bleeding vaginally noted at that time. The urine appeared clear. No additional bleeding was appreciated from the uterine segment. At this point, the uterus was returned into the abdomen and good hemostasis was noted on the rectus muscles anteriorly and from the fascia. Fascia was closed using 0 vicryl in a running fashion. The subcutaneous tissue was closed using several interrupted sutures and the skin was closed with staples. There were no complications noted at the time. On the post-op night, the bakri balloon was noted to have deflated and fallen out in the patient's bed.6 weeks post-op the patient complained of ongoing and continued vaginal pain. Pelvic exam revealed a stopcock that had broken off the bakri balloon. ====================== manufacturer response for bakri balloon, bakri balloon (per site reporter)======================ongoing discussion. Per discussion with rep, recent changes were made to bakri balloon stopcock based on previous customer reported concerns. It remains unknown at this time if our 3 recent events were the "new" (redesigned) stopcock or "old" stopcock.